Event description:
It was reported that there was a broken tip on the screwdriver blade. The device was field inventory and it is not known how or when it broke. There was no patient contact. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the blade was broken. The device was comprised of a shaft with 4 blades at the working end. Three of these blades were broken off with only one remaining. There were no other visual anomalies. An examination of the device revealed that the re-inspected features were within specification. Therefore, this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.